Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the foley probe was reading erratic temperatures, so they stopped therapy and was reading patient temperature at 18c. Nurse had an esophageal and a rectal that were both correlating at 34.2c. Mis had nurse to flex temperature in cable and patient temperature was erratic. Nurse got another temperature in cable from another device and the same issue . They replaced the foley and after a few minutes the temperatures correlating. Mis advised nurse to hold onto the bard foley for investigation. Per follow up information received via phone on 1(B)(6) 2023, it was reported that male patient did complete therapy and there was no impact. Nurse could not remember the age and weight of the patient. Nurse advised by mis to change the foley and that resolved the issue.

Event description:
It was reported that the foley probe was reading erratic temperatures, so they stopped therapy and was reading patient temperature at 18c . Nurse had an esophageal and a rectal that were both correlating at 34.2c. Mis had nurse to flex temperature in cable and patient temperature was erratic. Nurse got another temperature in cable from another device and the same issue. They replaced the foley and after a few minutes the temperatures correlating. Mis advised nurse to hold onto the bard foley for investigation. Per follow up information received via phone on (B)(6) 2023, it was reported that male patient did complete therapy and there was no impact. Nurse could not remember the age and weight of the patient. Nurse advised by mis to change the foley and that resolved the issue.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. A potential root cause for this failure could be "sensor wire too weak / thermistor wire too weak". It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The DHR review that cannot be completed due to no lot number. The product catalog number and lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.